Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence. The customer's blood glucose level was 198-199 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.